Event description:
Related manufacturer reference numbers: 2017865-2022-40804. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited high pacing impedance and pacing inhibition due to noise over-sensing. It was also found that the right ventricular (rv) lead exhibited noise over-sensing and high defibrillating impedance. It was alleged that both rv lead and ra lead were fractured. The rv lead and ra lead were both explanted and replaced. The patient was recovering.